Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a successful cryoablation procedure, the patient complained about discomfort when breathing. The creatinine kinase and troponin levels drawn after the case were higher than those during the cryoprocedure and pericarditis was suspected. An echocardiogram was performed and showed a pericardial effusion. The pericardial effusion was monitored; fluid did not increase and the vitals were stable except for the breathing difficulty. No interventions were taken but the hospitalization was extended. No further patient complications have been reported as a result of this event.